Event description:
While wearing the external equipment, the patient reportedly experienced a decrease in performance and sound quality issues. The patient was seen at the center. The patient was seen by a company representative for device evaluation. A decision was made to explant the patient's device. Surgery to explant the patient's c1 device has been scheduled.